Event description:
It was reported that a malfunction occurred with the pump, displaying code malf 16. The customer did not provide information on whether there was an impact on blood glucose levels. Technical support provided assistance with resetting the pump, but the issue persisted; thus, a replacement pump was arranged and shipped to the customer. The customer opted to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued without interruption.